Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and received an accurate fill estimate.